Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: during investigation, the pump powered on with audible and vibratory sounds. During testing, the rewind, load and prime sequence were performed successfully. A 1.0 unit/hour program was executed in the pump for a 24 hour duration period with no self-suspending occurring during this time period. The keypad as found to be fully intact with no hypersensitive keys observed. No warnings or alarms occurred during testing. The units remaining were correctly calculated and written to the pump history. Unrelated to the complaint, evaluation revealed a discolored display screen. The history settings issue was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump went into a self-suspend mode and self-rewind mode without the user pressing any buttons. The reporter noted there were no issues or damage seen to the keypad. There was no patient injury associated with this issue. However, as the pump issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.